Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor alarmed multiple calibration error alarms. Customer reported the sensor glucose and blood glucose readings were different. Customer's blood glucose was 91 mg/dl and sensor glucose was 61 mg/dl, threshold suspend was triggered, the sensor glucose and blood glucose difference was greater than (B)(6). Customer was able to complete the troubleshooting. Customer will not be returning the sensor for analysis.